Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and user tried to recover it, but it was not reading the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer 4 would not recognize as closed. A field service engineer confirmed that the magnet was still in place in inseparable but updated it to the new style regardless. The fse replaced the latch sensor, but the issue persisted. The fse then replaced the module controller, rebooted the station, and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.